Event description:
During a t8 bone biopsy procedure, a mallet was used to advance the bx needle into the vertebral body. The plastic handle on the bx device cracked and broke. The radiologist was able to remove bone biopsy device with the use of two sterile clamps. The procedure was completed with a biopsy device from another company.